Event description:
According to the available information, the surgeon inserted the static anchor onto the altis trocar with the tip showing through the anchor's end. He successfully implanted the static anchor into the obturator membrane on the patient's left side. As he went to implant the dynamic anchor on the patient's right side, he noticed the mesh was no longer connected to the static anchor and was free standing. The surgeon did not attempt to remove the already implanted static anchor. The procedure was delayed by two to three minutes as the circulator went to retrieve another sling off the shelf. Surgeon opened a new altis sling, and it was successfully implanted without incident.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.